Event description:
It was reported that during a percutaneous coronary intervention procedure, difficulty on catheter removal occurred. The 99% stenosed lesion was located in the severely tortuous, calcified right coronary artery (rca). A guidewire was crossed to the lesion. A 15mm x 2.00mm emerge balloon catheter and a stent delivery system were used to perform an anchor technique to the right ventricular branch. They attempted to advance a microcatheter but it did not cross the lesion. They advanced another balloon catheter and attempted to remove the emerge balloon catheter but a strong resistance was encountered. They tried to remove the device carefully but the shaft of this device was detached. Under fluoroscopic guidance, they found out that the distal tip of this device was detached at the y connector part which located outside the body. They removed the y connector together with the distal tip of this device without any problem. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, difficulty on catheter removal occurred. The 99% stenosed lesion was located in the severely tortuous, calcified right coronary artery (rca). A guidewire was crossed to the lesion. A 15mm x 2.00mm emerge balloon catheter and a stent delivery system were used to perform an anchor technique to the right ventricular branch. They attempted to advance a microcatheter but it did not cross the lesion. They advanced another balloon catheter and attempted to remove the emerge balloon catheter but a strong resistance was encountered. They tried to remove the device carefully but the shaft of this device was detached. Under fluoroscopic guidance, they found out that the distal tip of this device was detached at the y connector part which located outside the body. They removed the y connector together with the distal tip of this device without any problem. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device has been received for analysis. There was blood and contrast in the wire lumen which suggests the device was used in a clinical setting. The mid-shaft was separated 3cm from the guidewire exit notch. The fracture faces were jagged and stretched, which suggests that the separation may be related to tensile overload. Magnified inspection of the fracture surfaces presented no evidence of any material or manufacturing deficiencies contributing to the shaft separation. The proximal portion of the mid-shaft was stretched from the fracture surface to the mid-shaft/hypotube bond. There was no other damage. The product analysis results are consistent with the reported information. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).